Event description:
Reporter indicated that the pt's seizures are not always stopped when the magnet is swiped across the pt's vns generator. It was reported that the pt is not having an increase in seizures, but that using the magnet does not seem to be helping the pt as much as it had previously.